Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returned for evaluation. Dissection is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as a known patient effect(s) of coronary stenting procedures. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue. Based on the case information and related record review, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. Additionally, the treatment appears to be related to the operational context of the procedure.

Event description:
It was reported that the procedure was to treat a mildly tortuous, mildly calcified, de novo lesion in the circumflex coronary artery. The target lesion was pre-dilated with an unspecified balloon dilatation catheter. The 2.5x23 mm xience xpedition stent was deployed and a distal edge dissection was confirmed via angiography. An unspecified stent was implanted to cover the dissection. There was no adverse patient sequelae and no reported clinically significant delay in the procedure. No additional information was provided.